Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reep3947 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported by facility pharmacy that the winged infusion set needle leaked from the connection site. The dr. Stated the patient was receiving chemo and was discharged from the facility. No other details are available and device was discarded after the event.